Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, six days after the original sigmoidectomy, reoperation was done because stapler anastomoses leak 90%of stapling suture was open. The tissue at the anastomose edge was normal when performed hartmann pouch and temporary stoma. Extended incision was reported and surgical time was extended for more than 1 inch.